Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's father did not know the blood glucose reading, since neither the customer nor the device were present. He stated that he would call back with the device information in order to troubleshoot the issue. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.